Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that it was hurting a lot. It was hurting and their whole leg was crampy. The pain was around the area of the stimulator and the whole back area. Patient couldn't walk sometimes. The issue started last month. Patient hadn't increased the stimulation in a long time. Patient didn't know where the remote was to turn the stimulation down or off. The patient's doesn't have a doctor anymore they don't do the stimulators at the clinic anymore. Patient services sent doctor listings to the patient.